Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen ceiling system. During an interventional procedure, the user reported no communication with the generator and no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper workmanship. The investigation showed that a clamp for a bridge was not mounted correctly. The contacts of the bridge only touched the terminals the first time because the system test worked as intended. Due to non-reproducible influences, the bridge lost contact and no x-ray image was available. In the existing installation instruction there are two detailed images showing exactly how to install the bridge correctly. The pictures show that the bridge must terminate with the upper side of the clamp. To ensure this, the clamp has to be inserted deeply with a high force so that the clamp is not only located at the top of the contacts. This failure is determined to be an improper workmanship error. This kind of failure has a very rare occurrence. The affected bridge has now been correctly installed by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event.